Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the sensor just stopped working in the middle of the night. There was no report of any injury or medical intervention. No additional even or patient information is available.